Event description:
The ICU recovery nurse reported over the last year the staff has been noticing the lumbar catheter drainage systems breaking in half at the tubing. Numerous patients were involved. No specific information has been provided. 03/2004 request for additional information has been verbalized to the reporter.